Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
No image was reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, could be confirmed. The most probable root cause is a component failure on the circuit board. This event is filed under internal complaint ID (B)(4).